Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported cracks near the liquid crystal display. Troubleshooting was performed. The customer stated that she changes the battery and the buttons still were unresponsive. The customer stated that the time on the insulin pump was not advancing and the display was frozen. Also, the customer stated that the insulin pump alarmed and the alarm was not able to be cleared. No further info was provided.